Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain. He had a cobalt chrome modular neck that we replaced with a titanium neck. The patient is a friend of dr (B)(6), and asked dr. (B)(6) if he could have his old components. So the patient has the old implants with him.